Event description:
Caller reported a temperature alarm 11. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to clear the alarm and resume insulin delivery, so the pump was replaced by the technical support team. The pump was still under warranty, and the customer reverted to multiple daily injections (mdi) as a backup therapy.